Event description:
Device malfunction: none. Symptoms: leg weakness. Time of symptoms: post procedure. It was reported that the patient was admitted to the hospital a left internal carotid stenting procedure, with hemoglobin of 9.3. The following day the hemoglobin was 7.4 2 units of prbcs were given and the following day the hemoglobin was 13.6 and resolved 06. Two days after the procedure, the patient became very confused. A CT scan showed cortical atrophy. The neurologist felt that the confusion was due to the pre-transfusion benadryl. Benadryl was discontinued and the confusion resolved by the following day. The patient also experienced a klebsiella uti with increased wbcs to 15.9 the day before. IV then oral antibiotic was given. Wbcs decreased to 10.3 by the following day and resolved the following day. The patient was admitted to the progressive care unit for physical therapy for leg weakness. The condition resolved 5 days late. The following month the patient unchanged. No additional information is available.